Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-34038. During a follow-up, while performing a high voltage lead impedance (hvli) test, the right ventricular (rv) lead impedance was noted to be high. There were also several episodes of noise that resulted in automatic mode switching on the right atrial (ra) channel. The ra and rv leads were capped and replaced and the patient was stable.